Manufacturer narrative:
Device evaluation the device evaluation for the evo-fc-10-11-4-b device of lot c2027773 could not be completed as the device or photographic evidence of the device was not returned for evaluation. The investigation was carried out with the limited information provided., several requests were made for additional information and no response has been received to date. If further information is received the investigation will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2027773 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1237497 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be established. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that a tortuous path may have caused a build-up of pressure which led to difficulty in recapturing the stent. It is also possible that during the initial stent deployment a build-up of pressure caused the outer catheter to kink/break which would lead to difficulty with recapturing the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the initial report the customer was unable to recapture the stent. Confirmed quantity of 1 device, confirmed used. The patient¿s outcome is unknown, the procedure was carried out with another device. Investigation findings conclude that a possible root cause could be attributed to torturous patient anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-nov-2023.

Event description:
The prosthesis did not work correctly, it did not recapture itself, so dr grigy with drew it and took another one.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.